Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort associated with the pump and reported that the pump had adhered to the side of the scrotum. The patient also reported difficulty with deflation, stating that the deflation button would become stuck and required repeated attempts to activate. The patient indicated that the device was able to inflate as expected but that the deflation function was inconsistent. The patient has been advised to follow up with the physician. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 1100862382. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.